Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-jun-2023. Investigation summary: a complaint of kinked tubing was received from the customer. Four unopened samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The four samples were kinked at the connection site of the drip chamber and the tubing. No excessive solvent noted. A device history record review for model 10013364t lot number 22119295 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and a review of the manufacturing process was completed. After review, the potential root cause of kinked tubing could be related to an improper coiling of the product by the assembler due to incorrect following of the sws and the procedure.

Event description:
It was reported that 6 bd alaris smartsite texium secondary set was deformed. The following information was provided by the initial reporter: out of the 100 eaches in the case, I found 6 I would not use due to the crimping/kinking with my worry about the line breaking.

Event description:
It was reported that 6 bd alaris smartsite texium secondary set was deformed. The following information was provided by the initial reporter: out of the 100 eaches in the case, I found 6 I would not use due to the crimping/kinking with my worry about the line breaking.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.